Event description:
A patient was treated urgently for a symptomatic 5cm infrarenal aaa via endovascular approach. A gore excluder endograft was placed and the proximal graft was ballooned. Immediate post-deployment angiography was not performed to confirm graft position. Four (4) endoanchors were placed at the proximal end of the endograft without issue. A thoracic heli-fx system was used as the standard system was not available at the hospital for this urgent procedure. Angiography following anchoring revealed that the endograft had been placed low (approximately 5-6mm below the lower renal artery). A small type 1a endoleak was noted, and as a result, a proximal endograft cuff was placed to cover the aorta up to the renal arteries. The cuff was also ballooned. Post-ballooning angiography revealed extravascular contrast in an area proximal to the renal arteries due to rupture or other disruption of the suprarenal aorta, which was not noted to be aneurysmal. Endovascular attempts to control this bleeding were not entirely successful. Multiple additional endograft cuffs were placed but a small extravascular leak remained at the conclusion of the procedure. The patient expired several hours post-procedure.

Manufacturer narrative:
There was no allegation or evidence of a device malfunction or of device misuse, and the device was not returned for analysis; therefore, no physical evaluation was performed.